Event description:
A surgeon reported that there was an incompatibility issue with the vitrectomy mode during the vitrectomy procedure. After a delay of approx 30 minutes, they were able to complete the procedure. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).